Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. It was reported that patient's ins messed them up; stating that the battery leaked and burnt their skin. They mentioned they got out of the shower and felt a stinging sensation and the skin near their ins bubbled up and stuff starting coming out. This was about 3 years ago. The ins has been removed but they didn't know if the doctor sent it in for analysis. No further complications were reported or anticipated.